Event description:
The distributor reported that the hospital had an event that while using the ipi3000 heated humidifier base, and out chamber item 1141 lot 1247367 with a westmed heated vent circuit, neont lot 92320, the therapist noticed a fire shortly after a circuit damage. The fire was put out with no injury to patient or personnel.

Manufacturer narrative:
Evaluation - the user facility has reported that the fire marshal determined this event was caused by the westmed heated vent circuit (not a smiths medical product). This was a replacement circuit and it did not have the necessary information in the IFU to let the user facility know that it was not a correct circuit to be used with our heated humidifier base. The user facility has notified tri-anim of this, and requested that the circuit manufacturer update their IFU to list all pertinent information.